Manufacturer narrative:
Concomitant medical products: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells cat: 00630505032 lot: 61315715, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 extended offset reduced neck length cat : 00771100740 lot: 61468201, shell porous with cluster holes 52 mm cat: 00620205222 lot: 61601401, bone screw self-tapping 6.5 mm dia. 15 mm length cat: 00625006515 lot: 60354572. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised due to dislocation, pain, wear and corrosion of unspecified device approximately 6 years post-implantation. No further information has been provided.